Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had exposed wires on the cable. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
Additional information provided by the customer: only the outer insulation had been nicked.

Manufacturer narrative:
The supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: b5; d8; g3; h2; h3; h6 and h11 corrected field: e3 the device was returned to olympus for inspection. Initially it was reported that the exposed wires on the cable, to be reportable. However, customer provided additional information and stated that only the outer insulation had been nicked. The initially reported malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: not working properly, camera fogging up producing blurry image; water tightness was lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.